Manufacturer narrative:
The customer reports the device will not be returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon reports a revision surgery is being conducted to remove a pre-bent plate due to a bone graft failure. File two of two.